Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The physician ended the procedure after implanting due to procedural complications unrelated to the device.

Event description:
On (B) (6) 2009, pt had successful implant of a 28-16-120bl bifurcated device and a 34-34-80le infrarenal proximal extension. The physician ended the procedure at that point due to procedural complications (using more fluoro and dye than expected). On (B) (6) 2009, the pt returned and was treated on the right side with a 16-16-88l limb extension, intentionally covering the right hypo.